Event description:
The customer reported that the central nurse's station (cns) was in signal loss occurring throughout their floor, it was not isolated to a bedspace or tele box. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in signal loss occurring throughout their floor, it was not isolated to a bedspace or tele box. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional medical device: concomitant medical device: the following device(s) were used in conjunction with the cns: transmitters: model #: ni, serial #: ni, device manufacturer data: n,I unique device identifier: ni, return to nihon kohden: ni.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in signal loss throughout the floor. No patient harm was reported. Investigation summary: as no devices concomitant to the reported issue of signal loss was returned for evaluation, a root cause cannot be determined. On-site support was sent to the customer to resolve the issue in ticket (B)(4). It was found that the customer had loose connectors in their antenna system, did not follow proper procedure for removing batteries from transmitter that are not in use, and did not address check electrode alarms that resulted in signal loss errors. The root cause is likely related to use error. A serial number review does not reveal any subsequent complaints relating to intermittent signal loss. A complaint history review of the customer's account does not reveal complaint reporting of similar events.

Event description:
The customer reported that the central nurse's station (cns) was in signal loss throughout the floor. No patient harm reported.